Event description:
Spontaneous call, pt's husband reports current lot number pt is using is cassette lot number 3915965 and syringe lot number 0007629. As he tries to insert the medication from the big syringe to the end of tubing part attached to the cassette, the part that is connecting the two, he can feel it turning and he has lost medication this way. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved in the meantime. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? No. Did we (MFR) replace device? No. Reported to (B)(6) by pt/caregiver.